Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a patient experienced new onset bilateral lower extremity deficits after undergoing a fenestrated endovascular aortic repair (fevar) procedure. Pre-procedure imaging completed on (B)(6) 2024 (95 days prior to the procedure). Imaging was reviewed by cook planning center. The diameter, length, calcification, and percentage of stenosis for those vessels incorporated into the custom-made device procedure were provided. The intended distal landing zones of the bilateral iliac arteries were intended to maintain the patency of the internal iliac artery. The reviewer noted that imaging showed moderate calcification of the right common iliac artery, an occluded right hypogastric artery, and a large lumbar artery at the aorta bifurcation. Additionally, a moderate focal stenosis at the proximal right external iliac artery was identified. The patient underwent a fevar procedure under general anesthesia on (B)(6) 2025. A cook sales representative was present for the procedure. Ipsilateral access was obtained percutaneously in the left femoral artery. Contralateral access was obtained percutaneously in the right femoral artery. The patient had the following devices placed during the procedure: cook zenith fenestrated plus main body (rpn: zfen+30-163-ci) - there was no difficulty flushing the introducer system and removing the release wires. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty cannulating the fenestrations or retracting the sheath. Cook universal distal body (rpn: unibody2-24-81-ci) - ipsilateral access was used. There were three components of overlap with the preceding stent. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty retracting the sheath or removing the release wires. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-74-zt) -contralateral access was used to place the device in the right common iliac artery. There was one and a half stent overlap with the preceding device. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-20-56-zt) - ipsilateral access was used to place the device in the left common iliac artery. There were two stents overlap with the preceding device. Non-cook devices: competitor¿s bridging stent: introduced contralaterally, placed in the left renal artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 7 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was 5 atmospheres. No issues were encountered during flaring. Competitor¿s bridging stent: introduced contralaterally, placed in the right renal artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 7 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was 5 atmospheres. No issues were encountered during flaring. Competitor¿s bridging stent: introduced contralaterally, placed in the superior mesenteric artery (sma). The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was 5 atmospheres. No issues were encountered during flaring. Competitor¿s bridging stent: introduced contralaterally, placed in the celiac artery. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. The inflation pressure used to expand the bridging stent was 8 atmospheres. The stent was flared. A competitor¿s balloon was used during flaring. The inflation pressure of the flaring balloon was 5 atmospheres. No issues were encountered during flaring. Cook ancillary devices were used during the procedure. Procedural imaging in the form of an angiography scan and a cone beam computed tomography scan without contrast was completed on 21mar2025. All devices were patent at the conclusion of the procedure and there was no evidence of device integrity issues. A type ii endoleak was present. Procedural time (24-hour clock): time arrives in room: 11:39 administration of anesthesia: 11:53 time of first incision or arterial puncture: 12:30 initial catheter inserted: 13:08 final catheter removed: 14:12 all incision closures completed: 14:31 time patient leaves room: 15:10 the estimated blood loss was 100 cc. The patient did not receive any blood bank products during the study procedure. Total contrast volume used during the procedure: 25 ml. Contrast concentration: 270 ml. Total fluoroscopy time (from incision to removal): 24 minutes. Radiation dose (total during procedure): 127 mgycm2. All access and delivery of all devices was considered successful. Successful deployment in the intended location for all devices was achieved. All device delivery systems were withdrawn successfully. There were no unanticipated corrective interventions required during the procedure. On (B)(6) 2025, the same day of the procedure the spinal cord ischemia rescue protocol was initiated. Emergent lumbar drain placement under fluoroscopy guidance was completed. Axial imaging on certline reconstruction demonstrated a 5.2 cm juxtarenal abdominal aortic aneurysm (aaa) with an occluded right hypogastric artery with distal reconstruction. The patient had calcific atherosclerotic disease in bilateral clonic arteries, but the patient¿s vasculature appeared patient in the bilateral lower extremities (ble). Ble improved after the administration of mannitol and methylprednisolone; however, the patient continued to have some weakness. Nausea/vomiting developed overnight which was resolved with anti-emetic medication. On (B)(6) 2025, one day post procedure blood was noted in the tubing at the lumbar drain insertion site. The patient did not have a headache but continued to have intermittent nausea. The patient experienced paraparesis and worsening of the spinal cord ischemia. The weakness of the ble appeared to be improving the right lower extremity weakness was greater than the left lower extremity weakness. The drain was clamped and a stat CT without contrast was completed to rule out a head bleed. The CT showed intraventricular hemorrhage within the bilateral occipital horns of the lateral ventricles, tract subarachnoid hemorrhage in a right parietal sulcus. Due to low drain output and concern of spinal cord swelling. Mannitol was given and a decision was made to take the patient to the operating room as level 1 for hypogastric bypass. A secondary intervention was performed. A right external iliac artery to internal iliac artery bypass was performed. The secondary intervention was considered successful. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
In additional information received on 16apr2025, it was reported that prior to the procedure, the patient was on aspirin and took it the morning of the operation. The patient remained on aspirin following the procedure. No part of the procedure was performed off-label or out of selection criteria. The iliac graft leg was not altered prior to implantation. No difficulties were experienced during the initial implant procedure. The patient underwent a right internal iliac artery bypass on post-operative day one from the cook universal distal body zfen+ implant procedure to improve blood flow to their spinal cord and did well after that operation, with the exception of requiring a wound hematoma evacuation. The patient regained all of their lower extremity neurologic function prior to discharge. They are currently in rehabilitation and doing well.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event.

Manufacturer narrative:
Correction: imaging was provided for the investigation and was reviewed by a physician. The image reviewer indicated that "the right hypogastric artery is heavily calcified and chronically occluded and was not affected by the right zsle leg graft placement. The chronic occlusion was likely compensated by the patent ima and large median sacral artery" therefore, the cook zenith flex with spiral-z technology aaa endovascular graft iliac leg placed on the right was not the cause of the hypogastric artery occlusion that contributed to the bilateral motor deficits. There is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.